Manufacturer narrative:
A returned sample was received and supported the reason for the complaint, foreign matter, and did not meet specification. A batch record review for lot # 5f03638 indicated no discrepancies that were related to the reported malfunction code. The malfunction code and lot # identified in this complaint are associated with a previous investigation which addresses the foreign matter issue for this lot. Investigation results indicate that the product was consistently monitored for seal integrity and visual conformity to specifications. Test results were within specification at all checks. There were no other discrepancies found in the batch records. The product was made to specification and released. The previous investigation has been closed. No further action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 11, 2016.

Manufacturer narrative:
Device manufacturer date: 05/2015. Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient with diarrhea, severe dehydration, and sepsis developed a perinanal "skin breakdown" approximately 1.5 to 2.0 cm in length after the fecal management system was in place for 12 days. The "skin breakdown" was in the area around the anus in the direction towards the patient's vagina. There was a small amount of bleeding in the involved area. The device was removed and the skin was treated with an ointment and skin barrier spray. A fecal collection bag with a hydrocolloid adhesive was used instead as the issue with diarrhea persisted. It was further reported that although the device's tubing is suspected to be the cause of the "skin breakdown", the patient's skin integrity in the perianal area had been compromised prior to use of the device. No additional procedures were performed in relation to the injury.

Manufacturer narrative:
Review of the lot records for the lot associated with the reported event concluded no exceptional records. Retention samples were examined and confirmed the appearance of the balloon/inflation port, catheter body, and valve function were normal. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).